Event description:
The patient was undergoing a coil embolization procedure in the pulmonary artery to treat pulmonary arteriovenous malformations using pod packing coils (packing coil), ruby coils, a non-penumbra microcatheter, and a non-penumbra catheter. It should be noted that the patient¿s anatomy was mildly tortuous. During the procedure, the physician successfully implanted three ruby coils and five packing coils into the target vessel using the microcatheter. While advancing the distal part of another packing coil past the hub of the microcatheter, the physician experienced resistance. While continuing to advance the packing coil against resistance through the proximal length of the microcatheter, the physician fractured the pusher assembly of the packing coil and the packing coil unintentionally detached within the microcatheter. Therefore, the microcatheter containing the detached packing coil was removed. The procedure was completed using a new packing coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod packing coil (packing coil) confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, the pusher assembly was fractured, and the pull wire was retracted from its original position on the distal tip of the pusher assembly. If packing coil is advanced against resistance, damage such as a kink and subsequent fracture may occur. Upon further manipulation of the fractured device, the pull wire may retract from its original position on the distal tip of the pusher assembly, and the embolization coil may detach from its pusher assembly. Further evaluation revealed kinks along the length of the pusher assembly. This damage was incidental to the reported complaint and likely occurred during packaging of the device for returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.